Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Patients weight: (B)(6). The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The graftmaster rapid exchange (rx) coronary stent graft system instructions for use (IFU) states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. The investigation determined that the reported failure to advance, stent dislodgement and difficult to remove appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that on (B)(6) 2017, a 3.5x16mm graftmaster stent failed to advance to the focal narrowing/irregularity lesion involving the right hepatic artery, proximal to a previously implanted graftmaster stent. Difficulty was encountered removing the stent into the non-abbott sheath and the stent dislodged. The dislodged 3.5x16mm graftasmter stent migrated to the iliac artery and was removed via snare. There was no additional adverse patient sequela. There was no additional information provided regarding this device issue.